Event description:
Title: using the endoscopic snare to facilitate two-port laparoscopic appendectomy. The aim of this study is to report 85 patients, who underwent the two-port laparoscopic appendectomy using the endoscopic snare, at two research centers in (B)(6), egypt, from (B)(6) 2022 till (B)(6) 2023, is retrospectively analyzed. Vicryl (2-0,4-0;eth) which were used to closed the fascia and the skin. Reported complications: vicryl (2-0,4-0;eth) two-port technique failed (n=4) treatment: required conversion either to open surgery nor the traditional three-port technique were required postoperative infection at the periumbilical port site region (n=3) treatment: recovered with medical treatment and dressing. In conclusion, laparoscopic appendectomy, using only two ports and endoscopic snare, is generally feasible and has been linked to high patient satisfaction and excellent cosmetic outcomes.

Manufacturer narrative:
Product complaint # ==> (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Citation: surg endosc. 2025 jun;39(6):3814-3820. Https://doi.org/10.1007/s00464-025-11743-z epub 2025 may 6. Pmid: 40328978; pmcid: pmc12116704.